Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor could not be paired with the mobile application due to communication error. The patient was stable.

Event description:
New information available on (B)(6) 2018 states that, paring was attempted on (B)(6) 2018 and it was completed without any trouble. The issue was resolved. There were no adverse consequences to the patient.